Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies were noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 165 mg/dl at the time of incident. Customer¿s other blood glucose levels were 400 mg/dl, 323 mg/dl, 124 mg/dl. Customer experienced symptoms such as nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported event. Customer treated with syringe for high blood glucose. Customer was using auto mode. Based on customer report customer was alleging possible under delivery. The insulin pump will be and reservoir will not be returned for analysis.